Manufacturer narrative:
The pump was returned, and analysis found eos due to progression of time. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via a manufacturer's representative (rep). The patient was receiving baclofen at an unknown dose and concentration via an implantable infusion pump for an unknown indication for use. It was reported that the pump was alarming. It was reported that an interrogation was done and end of service occurred on (B)(6) 2018. It was reported that a replacement was being scheduled. It was reported that the issue was not resolved at the time of the report. The patient's status at the time of the report was noted as "alive-no injury." No further complications were anticipated/reported.

Manufacturer narrative:
Interrogation of the pump determined it was used to infuse 500 mcg/ml baclofen at 204.18 mcg/day. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.